Manufacturer narrative:
Manufacturer's report date 6/17/1998 the pump will not be returned to the MFR for evaluation. Additionally the facility was unable to determine the serial number of the unit. Without the actual instrument used in the incident we were unable to determine the exact cause of the noted complaint.